Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual contacted support after receiving an insulin occlusion alert and experiencing elevated blood glucose levels above 400 mg/dl. The individual stated that a meal could not be announced due to the occlusion. Guidance was provided to perform a full supply change using a 23-inch teflon inset infusion set. Following replacement of the supplies, insulin delivery resumed. The individual performed a fingerstick blood glucose check and reported that levels had decreased to 354 mg/dl. The individual was using a continuous glucose monitoring system and reported no further assistance was needed. The lot number of the infusion set was not available, and no bent cannula was observed upon removal of the affected site. The individual confirmed that blood glucose levels were affected by the issue, with a highest reported level of 463 mg/dl. The duration of elevated blood glucose levels was not specified. No back-up therapy was used. Ketone testing was performed, and some ketones were reported; however, the individual stated that no ketone action plan was in place. No recent steroid injections were reported, and no professional medical intervention or additional assistance was received. The individual reported no immediate health effects during the event. During a subsequent follow-up, the individual reported that blood glucose levels had further decreased to 343 mg/dl and were trending downward. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.